Manufacturer narrative:
This case was initially received via regulatory authority health authorities (reference number: (B)(4)) on 22-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 2 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), neck pain ("neck pain"), abdominal pain ("abdominal pain"), fatigue ("marked permanent tiredness"), apathy ("decreased morale"), headache ("frequent headache"), weight increased ("weight gain") and visual impairment ("spots in the eyes"). On an unknown date, the patient experienced malaise ("ill-being"). The patient will be treated with surgery. Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, neck pain, abdominal pain, apathy, headache, weight increased, visual impairment and malaise outcome was unknown. The reporter provided no causality assessment for abdominal pain, apathy, back pain, fatigue, headache, malaise, neck pain, pelvic pain, visual impairment and weight increased with essure. The reporter commented: the removal of essure was to be done on (B)(6) 2018. Diagnostic results: on an unspecified date - x-ray of the back were performed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: pelvic pain the analysis in the global safety database revealed 9336 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority health authorities (reference number: (B)(4)) on 22-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 2 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), neck pain ("neck pain"), abdominal pain ("abdominal pain"), fatigue ("marked permanent tiredness"), apathy ("decreased morale"), headache ("frequent headache"), weight increased ("weight gain") and visual impairment ("spots in the eyes"). On an unknown date, the patient experienced malaise ("ill-being"). The patient will be treated with surgery. Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, neck pain, abdominal pain, apathy, headache, weight increased, visual impairment and malaise outcome was unknown. The reporter provided no causality assessment for abdominal pain, apathy, back pain, fatigue, headache, malaise, neck pain, pelvic pain, visual impairment and weight increased with essure. The reporter commented: the removal of essure was to be done on (B)(6) 2018. Diagnostic results: on an unspecified date - x-ray of the back were performed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-dec-2017 for the following meddra preferred term: pelvic pain the analysis in the global safety database revealed 10161 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.